Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an iliac artery interventional procedure using a 6f sheath. Reportedly, upon foot retraction the suture was trapped in the foot; however, retraction of the lever was ultimately successful. Resistance was noted during removal of the prostyle device and force was used to retrieve the device out of the patient. The hole could not be closed as there was no knot in the suture; therefore, the suture was cut. No vessel damage was noted. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device returned for analysis. The reported difficult to close foot was not confirmed. The reported difficult to remove suture and ¿no knot in the suture¿ could not be tested/confirmed, due to the device components not being returned. The reported bent sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was removed against resistance. It should be noted that the electronic perclose prostyle instructions for use (fu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: ¿the sheath was in normal position prior to use but got bent after manipulation to get it retrieved out of the patient.¿ no additional information was provided.